Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it was dispensing medications without the "split" option being checked. A technical support specialist (tss) provided instructions to the customer as a workaround for the medication being removed as fractional. The customer acknowledged the guidance and confirmed that the case could be closed.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the user was able to remove the 2mg dose from the pyxis despite the fact that the user was not gave the split allowed. Below 2mg doses are compounded from the pharmacy. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the user was able to remove the 2mg dose from the pyxis despite the fact that the user was not gave the split allowed. Below 2mg doses are compounded from the pharmacy. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.